Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2018, it was reported that the patient had dark stools and postural lightheadedness secondary to suspected bleeding. The patient was admitted for investigation of the bleeding. The patient's hemoglobin level was at 7.8 g/dl and inr was 3 (previously between 2.0-2.4). The CT angiogram showed no obvious active bleeding. The patient was given octreotide and pantoprazole infusions and 3 units of packed red blood cells. Warfarin was reversed and the patient's inr peaked to 4.2. A gastroscopy found a dieulafoy lesion, which was treated with argon plasma coagulation, adrenaline, and clipped. No further information was provided.

Manufacturer narrative:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6)2015. On (B)(6) 2018, it was reported that the patient had dark stools and postural lightheadedness secondary to bleeding. The patient was admitted for investigation of the bleeding. The patient''s hemoglobin level was at 7.8 g/dl and inr was 3 (previously between 2.0-2.4). The CT angiogram showed no obvious active bleeding. The patient was given octreotide and pantoprazole infusions and 3 units of packed red blood cells. Warfarin was reversed and the patient''s inr peaked to 4.2. A gastroscopy found a dieulafoy lesion, which was treated with argon plasma coagulation, adrenaline, and clipped. The hmii lvas IFU lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range.